Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were update/corrected updated: b4, b5, d10, g4, g7, h2, h3, h6 visual examination of the returned product identified signs of repeated use. One of the spikes had fractured off and was not returned. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Device has a potential field age of 5 or more years and shows signs of repeated use. The root cause of the reported event is attributed to wear and tear from use over time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Report source: event occurred in (B)(6).

Event description:
It was reported that during an operation, the device fractured and fell into the patient. All pieces were able to be retrieved. Attempts have been made and no further information has been provided.